Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse indicated that the patient's pacemaker operation was questionable at the time of their emergency room visit. The spouse also indicated that the patient expired when critical medical testing was not performed. No further information could be obtained after multiple follow-up attempts.